Event description:
It was reported the patient presented to her physician, following a fall, with a low exudate wound and skin flap on her left shin. An aquacel foam dressing was applied. On(B)(6) 2015, the patient returned for a dressing change. This time, inadine and mepilex dressings were applied to the wound. On (B)(6) 2015, the patient returned for a dressing change. An aquacel foam dressing was applied. On (B)(6) 2015, the patient returned once again for a dressing change. At this time, it was noted the patient had developed redness, blisters and irritation on the skin covered by the adhesive portion of the aquacel foam dressing. Nonetheless, another aquacel foam dressing was applied to the wound once again. The patient returned on (B)(6) 2015, for a dressing change. As the patient's periwound skin irritation has worsened, the wound was covered with inadine and mepilex dressings. On (B)(6) 2015, the patient presented for a dressing change. An aquacel foam dressing was applied. On (B)(6) 2015, the patient presented for a dressing change. Examination found the periwound skin to be blistered, red, sore, "oozy" and "smelly". The skin was cultured and tested positive for staphylococcus aureus. The patient was prescribed doxycycline. The aquacel foam dressings were discontinued and the patient's wound was covered with mepilex and jellonet dressings. As a result of the infection, the patient reportedly experienced a delay in healing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. This complaint involves four dressings. A separate FDA form 3500a has been submitted for each dressing.

Manufacturer narrative:
Additional information was received on september 01, 2015. This issue was investigated by confirming the silicone trilaminate, the skin contact material, used in this lot was certified meeting convatec requirements. Second the sterilization of the product was confirmed. All manufacturing, materials and the sterilization process met requirements. No previous investigations are available. After a review of the returned product and a thorough batch review no discrepancies or non conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).